Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was torn at the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive. The keypad cover was removed and contamination was found under the up arrow and contrast key contacts. Additionally, evaluation revealed that the display was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. Additionally, evaluation revealed that the up arrow keypad button was intermittently unresponsive and contamination was observed under the up arrow and contrast buttons. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.